Event description:
Healthcare professional reported "rupture" and "capsular contracture", baker grade I. This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported "rupture" and "capsular contracture", baker grade I. This record is for the right side. The device was explanted and will be returned.

Event description:
Healthcare professional reported "rupture" and "capsular contracture", baker grade I. This record is for the right side. The device was explanted and will be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.